Manufacturer narrative:
The device was evaluated onsite by an olympus field service engineer (fse). The fse confirmed the reported problem of "b30" error and assigned the cause to poor contact of the scope connector. In addition, scope detection did not function due to scope detection sensor failure. To resolve the problems, the entire electrical connector was replaced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "b30" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the field service engineer (fse) detected faults in the electrical pins of the image connector in the light source during onsite service. The entire electrical connector was replaced and functionality was verified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction of the following: g3 on the initial report should be corrected to mar 23, 2022. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.